Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a reservoir leak. The customer stated the leak occurred when they removed their plunger. Customer's blood glucose was unknown. It was also found the reservoir leak was past the second o-ring. The customer also stated there was no fluid visible in the battery, reservoir compartment, or under the lcd display. Customer's reservoir will be replaced. No additional information provided.